Manufacturer narrative:
The steris quebec engineering team evaluated the components subject of the reported event. Based on this evaluation, the probable root cause can be attributed to an electrical short. The unit was removed from service and the customer was provided with a washer as replacement. No additional issues have been reported.

Event description:
The user facility reported that the reliance vision single-chamber washer/disinfector caught fire. The flames were extinguished. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found it to not be operational. The unit was removed from service. Steris has requested that the unit subject of the event be returned to steris for evaluation. A follow-up MDR will be submitted when additional information becomes available.